Manufacturer narrative:
Unit received with cracked lcd glass. Unable to perform functional test due to display anomaly. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Unable to verify blank display due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. Customer¿s mother reported cracked screen. Customer¿s mother reported that kid hit customer with a drum mallot, where hit took place is pocket where pump was. The insulin pump will be returned for analysis.